Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is dirty, light guide lens has corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation, a probable root cause of the malfunction on-screen error message, cable unit is dirty could not be identified. Based on the results of the investigation, most probable cause of the malfunction light guide lens has corrosion was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had on screen error message to contact support. The event occurred during inspection for use. There were no reports of patient involvement.